Event description:
It was reported that this pacemaker system declared a lead safety switch (lss) on the right atrial (ra) lead due to high out of range (oor) pacing impedances, measuring greater than 2000 ohms. The patient was programmed to pace and sense in the ventricle, therefore, the ra lead is not being used. The ra lead and pacemaker remain in service. No adverse patient effects were reported.